Event description:
It was reported that the customer's insulin pump had a crack on the display screen. The customer's blood glucose was 196 mg/dl. The customer was unaware how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and scratched reservoir tube window.